Event description:
A report was received that the patient was frequently charging the ipg. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure and was reportedly doing well postoperatively. The physician did not suspect any device malfunction.

Event description:
A report was received that the patient was frequently charging the ipg. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
.